Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve, the valve dislodged due to the patient's wide left ventricular outflow tract (lvot) and minimum calcium on the leaflets. Subsequently, the valve was withdrawn, and it was decided to implant a 34 mm transcatheter valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evproplus-29}; product lot/serial number {b}(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve, the valve dislodged due to the patient's wide left ventricular outflow tract (lvot) and minimum calcium on the leaflets. Subsequently, the valve was withdrawn, and it was decided to implant a 34 mm transcatheter valve. No patient complications were reported as a result of this event. Additional information was received indicating that a pre-implant balloon dilation was performed.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: one still image and one cine image of the event were provided. There was not executive summary or computed tomography (CT) provided or anatomical consideration. It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve, the valve dislodged due to the patient's wide left ventricular outflow tract (lvot). Evidence shows the valve deployed >5mm when it reached the point of no recapture. It was reported the valve was recaptured and removed from the body and a 34mm valve was implanted. Evidence shows the valve fully deployed, although without contrast it can not be confirmed or denied proper depth. It was reported that no patient complications were reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.